Event description:
Reference number (B)(4). Event occured in egypt it was reported that the patient faced bent cannula event on (B)(6)2026. The blood glucose level was 350 mg/dl. The patient experienced bleeding at site.the patient had influenza. The insertion site was on lower back. No further information is available